Event description:
According to the available information, the labels on the outside of the device did not match the device inside. The item was labelled as es29144022 lot 9185146 on the box, the item inside that was used is an es29164022 lot 9185147. The operating consultant felt satisfied that the correct prosthesis was implanted and that this is a case of mislabeling. No patient adverse events were noted.

Manufacturer narrative:
There were no ncrs or capas tied to lot 9185146.

Manufacturer narrative:
The pictures submitted from the field for comp-016512 were reviewed by quality. The correct retail label was pictured and no picture of the lid label was found within the complaint. It was confirmed that the incorrect patient label was pictured in the complaint. The patient label contained a different lot number (lot 9185147) and product details (titan ipp 16cm instead of 14cm). Per pn es29144022 bom (ref. Dwg es29xx4022 rev b), the packaged unit must contain a retail label (pn 70002541) applied to the shelf carton, a lid label (pn 70002543) applied to the lid of the trayed device, and qty 8 patient labels (pn 70002527) included inside the product shelf carton. The DHR for lot 9185146 (pn es29144022, qty 10) was reviewed. There were no ncrs or capas tied to lot 9185146. Qty 10 titan ipp 14cm units were packaged on 06/07/2023 per vv-0199899 v8.0 with 10 units accepted and 0 rejected. Independent inspection was performed afterwards per vv-0199899 v8.0 and vv-0199807 v4.0 with 10 units accepted and 0 rejected. The review of the label retains attached to the DHR paperwork showed that the correct retail label and patient label were applied to the traveler, but the incorrect lid label was applied. This lid label had the same issue as the complaint unit where it contained a different lot number (lot 9185147) and product details (titan ipp 16cm instead of 14cm). Given the information collected during this investigation and the one confirmed non-conforming unit in the field, nc-004998 was created to document and address the non-conformance reported in this complaint. See nc-004998 for detailed root-cause analysis, risk assessment and corrective actions.

Event description:
According to the available information, the labels on the outside of the device did not match the device inside. The item was labelled as es29144022 lot 9185146 on the box, the item inside that was used is an es29164022 lot 9185147. The operating consultant felt satisfied that the correct prosthesis was implanted and that this is a case of mislabeling. No patient adverse events were noted.

Manufacturer narrative:
This report is being submitted to document updated imdrf codes for annex c, d, and g.